Event description:
The following information was provided: right hip revision due to the constrained liner disengaging from the cup. After learning more about the patient's condition, he made the decision to remove all implants include the cup and stem and convert to a girdlestone.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium multi 56f; cat # 709-04-56f; lot # 34023951. 6.5mm low profile hex screw 50mm; cat # 7030-6550; lot # nxld, 6.5mm low profile hex screw 50mm; cat # 7030-6550; lot # nl2d, 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # nsmh, 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # nfu, 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # rc8e, accolade ii size 7 127° stem; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.